Manufacturer narrative:
(B)(4). Date sent: 1/10/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/28/2025. D4 batch #908c40. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with no staples present, the washer uncut, staples with tissue embedded on the washer, and the knife recessed below the reload deck. The drivers were noted to be partially advanced. During the visual inspection, nicks were noted on the knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event of would not open could not be confirmed as the device opened and closed without any difficulties noted. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 908c40, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 12/4/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection surgery, they positioned the contour with the rectum inside the jaws, close the trigger until the end, wait 20 secs and fired the device. The staples got partially formed and the knife did not cut the tissue; also they have serious problem to open the contour, and they had to do a lot of force to open it: the tissue was "stucked" in the cartridge, looked like it was stapled against the reload, with many staples bad formed. They had to cut off the rectum with a scalpel to take out the contour, and then they had to pull of the tissue to liberate the device. They had to open a new one and use it a couple of centimeters down the original place, which means that they left less rectum for the patient. They done and performance properly the surgery with this second device. The surgery was delayed due to the reported event 20 minutes. Cute the affected portion of the rectum, where the contour were the tissue were stuck, opened a new contour and do again all the process in the remaining rectum. The procedure was successfully completed. There were no patient consequences.